Manufacturer narrative:
The calcium reagent lot number is 86116801 and the expiration date is 31-may-2026. Calibration was last performed on 31-jul-2025. It was found that the customer centrifuges samples for 5 minutes at 6000 rpm, which may be too short of a time and and a spin speed that is faster than recommended. The alarm trace showed abnormal aspiration errors. The field service engineer (fse) found that the reaction cells rinse mechanism was overfilling the water dispense nozzles. The fse cleaned the solenoid vacuum valve due to visible build-up, adjusted the water dispense volume, checked all reaction cell and probe fluidics, performed a hardware and precision check, and performed calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable calcium gen.2 results for 1 patient plasma sample on a cobas c 503 analytical unit. The customer was prompted to repeat the affected sample as the patient had a second sample collected and tested that gave a higher result. The initial calcium result was 5.5 mg/dl. The sample was repeated on a c 303 analyzer and the result was 9.4 mg/dl. The repeat result was deemed correct.